Event description:
It was reported that the device was explanted and replaced due to atrial noise.

Manufacturer narrative:
The reported atrial noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the reported noise could not be determined.